Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-07587. It was reported that there was an error with catheter recognition during aspiration. An angiojet spiroflex catheter along with an angiojet ultra system console were selected for a thrombectomy procedure. The console was no longer able to recognize the catheter during the procedure while the catheter was inside the patient. Leakage of saline was noted. The catheter was removed from the patient and the procedure ended. No patient complications were reported.